Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were found. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a no flow that occurred with the interlink continu-flo 4-way stopcock extension set during priming. The nurse spiked the bag, the drip chamber would fill but no fluid would flow down the tubing. There was no patient injury or medical intervention associated with this report. No additional information was provided.